Event description:
It was reported that the patient experienced peritonitis manifested as abdominal pain, coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient had no fever and was not hospitalized for peritonitis. The treatment was not reported. The patient had recovered from the reported event. Additional information was requested and was not available at this time. This is report 3 of 3.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) gd894667 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Same patient as (B)(4).